Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly on the pump. However, moisture damage was found on the keypad traces. No button error alarms were noted during testing. The pump also had a cracked case at the display window corners, a cracked reservoir tube lip, and a cracked pump belt clip slot.

Event description:
It was reported the customer had a button error alarm on their insulin pump. Customer's blood glucose was 343 mg/dl. No additional information provided.